Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer received the following results on the mobile system within 10 minutes: 28.6 mmol/l and 11.5 mmol/l. No adverse event was reported. The test strip lot number was not provided for the blood glucose result of 28.6 mmol/l. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.